Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. We could not confirm exactly how this complaint occurred, as no material received. (B)(6). Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in country as follows: it was reported that the synream flexible shaft was broken into two parts from its proximal part while the surgeon was reaming the femur medullary cannal. Fifteen (15) minutes delay to surgery time. All broken parts retrieved from patients body. Patient is fine. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of this report is (B)(6) 2016 and was incorrectly reported on initial medwatch report (B)(4) as (B)(6) 2016. Event description clarified/corrected to include complaint country and clarify narrative. Other number¿partial UDI# (B)(4) lot number unknown. Date received by manufacturer of initial medwatch report #(B)(4) should also have been (B)(6) 2016. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clarification: device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that the synream flexible shaft broke into two parts while the surgeon was reaming the patient's femoral medullary canal during an unspecified procedure on (B)(6) 2016. All fragments were retrieved from the patient. The reported event resulted in a fifteen minute surgical delay. The patient's post-operative status was reported as "fine." This report is 1 of 1 for complaint (B)(4).